Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra2 meter was reading erratically continuously for the past week or two. She provided an example of her meter readings. On an unspecified date, she obtained "312 and 203 mg/dl" on her meter, performed within less than 10 minutes of each other. After testing on her meter, she stated she took an increase dose of insulin (8 units of fast acting) and then at an unspecified time later, she developed symptoms of dizziness, upset stomach, and irritability. Based on statistical methodology, the calculated difference of the reported meter results exceeded lifescan's precision criteria. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl", an approved sample was used, and the correct testing/cleaning techniques were used. The csr walked her through a control solution test, which fell within range. The patient also claimed that she ran a control solution test prior to contacting lifescan and the result was also within range. This complaint is being reported because the patient allegedly developed symptoms after testing on her meter and taking an increased dose of insulin. Replacement products were sent to the patient.